Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had mechanical complication with iol. The lens was exchanged for another lens model 06 months 27 days following the initial procedure. Additional information received and reported that the iol was exchanged for the same lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the intra ocular lens (iol).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had mechanical complication with iol. The lens was exchanged for another lens model 06 months 27 days following the initial procedure. Additional information has been requested but is not available at the time of this report.